Event description:
This case was initially received via regulatory authority FDA (reference number: mw5074166) on 11-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I bled"), loss of consciousness ("a loss of consciousness"), hyperthyroidism ("hyperthyroidism") and basedow's disease ("grave disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, clonazepam (clonopin), colecalciferol (vitamin d3), fluoxetine hydrochloride (prozac), multivitamin and testosterone. On an unknown date, the patient started tumeric, 500 mg daily. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion hospitalization), hyperthyroidism (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), hypertension ("hypertension"), blood pressure decreased ("blood pressure dropped"), joint swelling ("ankles swollen"), peripheral swelling ("feet swollen/claves swollen"), hypoaesthesia ("calves, ankle and feet numb"), folliculitis ("folliculitis of the scalp"), alopecia ("hair loss"), dental caries ("decaying teeth"), rash generalised ("unexplained rashes over various parts of my body"), acne ("acne so painul"), arthralgia ("every night joint in my body casuse me pain"), plantar fasciitis ("plantar fascilitis") and musculoskeletal stiffness ("fingers lock up without cause"). The patient was treated with surgery (hysterectomy, taking everything but my ovaries ). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, loss of consciousness, hyperthyroidism, basedow's disease, hypertension, blood pressure decreased, joint swelling, peripheral swelling, hypoaesthesia, folliculitis, alopecia, dental caries, rash generalised, acne, arthralgia, plantar fasciitis and musculoskeletal stiffness outcome was unknown. The reporter considered acne, alopecia, arthralgia, basedow's disease, blood pressure decreased, dental caries, folliculitis, genital haemorrhage, hypertension, hyperthyroidism, hypoaesthesia, joint swelling, loss of consciousness, musculoskeletal stiffness, peripheral swelling, plantar fasciitis and rash generalised to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage and required intervention) but did not specify it to one of the events. Plantiff had hysterectomy, taking everything but my ovaries. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5074166) on 11-jan-2018. The most recent information was received on 04-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I bled"), loss of consciousness ("a loss of consciousness"), hyperthyroidism ("hyperthyroidism") and basedow's disease ("grave disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included biotin, clonazepam (clonopin), cholecalciferol (vitamin d3), fluoxetine hydrochloride (prozac), multivitamin and testosterone. On an unknown date, the patient started tumeric, 500 mg daily. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion hospitalization), hyperthyroidism (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), hypertension ("hypertension"), blood pressure decreased ("blood pressure dropped"), joint swelling ("ankles swollen"), peripheral swelling ("feet swollen/claves swollen"), hypoaesthesia ("calves, ankle and feet numb"), folliculitis ("folliculitis of the scalp"), alopecia ("hair loss"), dental caries ("decaying teeth"), rash generalised ("unexplained rashes over various parts of my body"), acne ("acne so painful"), arthralgia ("every night joint in my body cause me pain"), plantar fasciitis ("plantar fascilitis") and musculoskeletal stiffness ("fingers lock up without cause"). The patient was treated with surgery (hysterectomy, taking everything but my ovaries ). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, loss of consciousness, hyperthyroidism, basedow's disease, hypertension, blood pressure decreased, joint swelling, peripheral swelling, hypoaesthesia, folliculitis, alopecia, dental caries, rash generalised, acne, arthralgia, plantar fasciitis and musculoskeletal stiffness outcome was unknown. The reporter considered acne, alopecia, arthralgia, basedow's disease, blood pressure decreased, dental caries, folliculitis, genital haemorrhage, hypertension, hyperthyroidism, hypoaesthesia, joint swelling, loss of consciousness, musculoskeletal stiffness, peripheral swelling, plantar fasciitis and rash generalised to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage and required intervention) but did not specify it to one of the events. Plaintiff had hysterectomy, taking everything but my ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.